Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The ventilator was not in use on a patient, therefore there was no patient involvement or harm. The manufacturer's field service technician verified the customer reported problem. The service technician reported that testing of the alarm output signal failed. The service technician reported the customer is not using a manufacturer approved remote alarm cable. The service technician replaced the ventilator main pcb board to correct the reported problem. Applicable final testing was completed and tests passed per operating specifications.